Event description:
It was reported that the patient had lost control of his legs on (B)(6). Patient got up out of bed to go to the bathroom and fell over backwards. Patient also fell when he had bent down to hook the dog¿s leash. Patient was able to walk but not well and was unable to do steps at all. Patient had fallen 3 times. Patient was at the hospital the day prior to this report for 7.5 hours. A chest x-ray was taken but they had not checked the device. It was noted that the device was helping 30-40% of the patient¿s pain, patient was also taking pain pills. It was noted that with stimulation off it was a little better. Patient had had the device off for 3/4ths of the day on the day prior to this report and still had the same problem and a lot more pain. Patient was not dizzy, his legs just did not work. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).